Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has a history of inappropriate shocks due to t-wave oversensing and low amplitude measurements. A boston scientific technical services consultant discussed programming options and further troubleshooting. No adverse patient effects were reported.